Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4), on behalf of the importer arjohuntleigh, inc. ((B)(4)). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error, the device did not perform as intended. Arjo huntleigh received a complaint where it was indicated that during drying and dressing process. Of the pt on the miranti stretcher, the resident sat back in the foot end of the stretcher causing the device to tip, resulting in device losing its balance and fall with the pt on it. When reviewing similar reportable events, we have found 2 cases with similar fault description (miranti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and stable. It was been established that the hygiene stretcher (miranti) was being used for pt handling at the time of the event. The device was put through a function test by the arjohuntleigh rep that visited the site. The device was in full working order. From this, it appears the device was up to spec at the time of the event, it was used for pt care and during and because of this contributed to the event. It was stated that the caregivers removed the resident from bath and had resident sat back on the leg portion of the stretcher. This statement in itself shows incorrect use of the miranti was carried out. The miranti is not designed for the purpose of being sat upon. The IFU clearly states how to transfer a resident to and from the product. The actions are always carried out with a resident in the reclined position. The miranti has a height adjustable back leg rest to allow for inclination but does not feature any parts of functions to caller for a sealed position. As stated under the intended use in the supplied IFU, bedridden residents can and should be transferred with the miranti lift bath trolley from bed to the bath and back to bed. Additionally, it is possible that when the handling procedure is not followed and the person on the stretcher is not laying (horizontal as intended) but sitting furthermore not on the middle but on one of the 2 ends of the stretcher, the weight of the person can cause the device to lose its balance and tip. To avoid possibility of the device tipping the caregiver should ensure that the resident is correctly positioned on the stretcher. Correct position for the resident to sit is the middle of the stretcher. The IFU clearly states about importance of this pt correct positioning. Therefore, as stated by the customer facility also - there appears to have been no technical deficiency with the device and that a number of use errors caused the event, the most relevant use error being a failure of correct positioning the pt on the stretcher. From this we concluded that this incident was caused as a result of not following the handling procedures described in IFU, incorrect pt positioning on the device and not paying attention if the pt remains in correct position.

Event description:
(B)(4).